Manufacturer narrative:
The reported event for icy catheter (lot no 83534) was confirmed. A pinhole leak was observed at the middle of medial balloon during functional testing. The probable root cause for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Balloon was covered in dried blood. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the middle of medial balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was one complaint reported for the icy catheter with lot no 83534. (B)(4) was reported on 10/30/2018 and the complaint was not confirmed. (B)(4) was reported on 09/14/2018 and it had pin hole leak.

Event description:
As reported, on (B)(6) 2019 around 05.30 am, the first icy catheter was placed into the (B)(6) male patient's (height 5'8"; weight (B)(6)) left femoral vein. The catheter insertion was smooth and was inserted in one attempt by an experienced physician. The cause for hospitalization was post cardiac arrest and the ivtm treatment was for therapeutic hypothermia. On the second day of the treatment ((B)(6) 2019) at 01.30 pm, the nurse observed air trap alarm on the thermogard xp ivtm system during the maintenance phase. The nurse noticed empty saline bag and blood in the suk tubing. The nurse was able to aspirate blood from the balloons of the catheter. Zoll tech support advised the user to replace the catheter with the new one. Catheter was replaced via a guidewire with a second icy catheter on (B)(6) 2019 at 08.00 pm. After 3 hours, the nurse observed air trap alarm on the thermogard xp ivtm system and noticed empty saline bag and blood tinge in the suk tubing. The leak was observed from the catheter balloons. Patient's temperature before ivtm was 36°c and the desired target temperature for patient was 33°c. Adjunctive temperature management was performed using cooling blanket and the temperature probe type was esophageal or rectal. No separate catheter was used for central line. No known impact or consequence to patient information was available.